Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 25 mg/dl. The paramedics treated his blood glucose level with a glucose shot or injection. He was unconscious and was unclear of the treatment. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.